Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Sus voluntary event report (mw5094085).

Event description:
User facility medwatch report received that states: patient came into hospital for urgent limb salvage case found to have in stent re-stenosis in common femoral artery. The entry was made on the right side with a cross over the left common femoral / iliac artery where the existing stent was occluded. At the end of the procedure when attempt was made to remove the wire and the supporting catheter the wire would not release from its position. An attempt was made to place the catheter over the wire and pull back the system but this was also unsuccessful. After several attempts were made the wire and catheter released. It was noted by the scrub tech that the end of the wire had broken off and under fluoroscopy was noted to be retained in the vessel noted above. The doctor was made aware. No attempt at retrieval was made at that time. FDA safety report ID# (B)(4). No additional information was provided.

Manufacturer narrative:
Sus voluntary event report (mw5094085) (B)(4).

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and tip separations appear to be related to operational circumstances of the procedure. Although limited information was provided, it is likely that during the procedure the guide wire likely became kink against the anatomy and/or other devices used causing the difficulty to remove. Manipulation against resistance likely resulted in the tip separation. The reported treatment appears to be related to the operational context of the procedure as no attempts were made to remove the separated tip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.